Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7091062/7090843. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: na. Batch: 30853199. UDI: (B)(4).